Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd screen was observed. Physical damage to the lcd screen was noted by the technician. The device's lcd screen was replaced to address the issue.